Event description:
Medical staff reporting "total capsulectomy, no other information at present". Healthcare professional later reported rupture and capsular contracture baker grade IV. This relates to the right device. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformities noted. Reason for reoperation: capsular contracture baker grade IV. Device evaluation: based on the device analysis grid, the assessments of the complaint are: insufficient information: no observations are performed for the complaint as the event is no complaint against the device. Additional observations: one opening and broken observed on anterior side assessed as surgical damage and missing shell assessed as inconclusive.

Manufacturer narrative:
Information contained in this report was previously submitted via emdr manufacturer report number 9617229-2022-23774. All information has been consolidated into this report. Additional, changed, and/or corrected data: b.5, d.4, d.6a, e.1, e.3, g.2, h.10. Correction to aware date (g.3) of initial medwatch 2725686: 01-dec-2022.

Event description:
Patient initially reported "had to have another surgery due to implants rupturing and anxiety due to them being recalled."

Event description:
Patient initially reported right side "had to have another surgery ... Due to implants rupturing and anxiety due to them being recalled." Healthcare professional reported "total capsulectomy, no other information at present." Healthcare professional later reported rupture and capsular contracture, baker grade IV. The device has been explanted and replaced with a non-allergan implant.

Manufacturer narrative:
Correction: information contained in this report was previously submitted via emdr manufacturer report number 9617229-2022-23766. All information has been consolidated into this report.